Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie pocket b4 in drawer 5.1 kept failing and the pocket was not opening at all. The customer attempted troubleshooting by trying to recover the drawer; however, the problem persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie pocket failed. The field service engineer (fse) contacted the unit and spoke with the user. An attempt was made to recover the cubie pocket, but the lid was found to be jammed. Fse advised the customer to contact pharmacy to replace the cubie pocket. The system functioned as intended after the field service engineer (fse) investigated the issue.